Manufacturer narrative:
The returned device was evaluated and there were few findings. The user request was duplicated. The bending section and insertion section had a dent. There was no data transmission in the device. The adhesive of the bending section cover was lifting. The switches were not working. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited image problem and the scope was bent at the tip. The issue was identified during an unknown procedure. The device was returned and an evaluation revealed, the scope displayed no image. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was physical stress was applied to insertion section and charge-coupled device unit was damaged during user handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.